Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been fully loaded. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to resolve the issue.